Event description:
I am reporting an adverse effect from the product sculptra. I received my first injections of sculptra by a board certified plastic surgeon in (B)(6) 2012 with excellent results. Seven months later I returned for additional injections. It was explained to me that the product needs to be injected in several visits in order to slowly obtain the desired results. I received additional injections in the centers of my cheeks and on top of my cheeks on (B)(6) by the same doctor that did the first injections. Within 2 weeks, I developed large hard lumps in the center of my cheeks. I returned to the doctor and he injected saline into the lumps in an attempt to break them up. After a weeks, there was a slight improvement in the size of the lumps, but shortly after, my face began to swell. I returned again to the plastic surgeon and because the first saline injections had some promise, he injected additional saline in the lumps. My face has just continued to swell and I am now having a full inflammatory response to all of the sculptra that was injected in (B)(6). The sculptra that was punt in the roundness of my cheeks is beginning to get firm and inflammation is all around. The lumps in the centers of my cheeks are more firm and inflammation is surrounding that area too. It's now (B)(6) and I saw an ent today after having another visit to the plastic surgeon and he prescribed 10mg pack of prednisone in an effort to reduce the inflammation. I have no other inflammation in any other part of my body. I am allergic only to codeine and percocet. I have no food, indoor, or outdoor allergies. I have received various facial filler injections over the past 15 years with absolutely no abnormal reaction. I had breast implants 7 years ago and had no complications or problems with capsular contraction. I have been reading about more and more problems with inflammatory reactions to sculptra including the development of hard lumps. I went to a very skilled board certified plastic surgeon who has injected sculptra in his office for at least 2 years and I had no history of reactions of any kind to any facial fillers. I should have had no problems with sculptra. I am happy to answer any additional questions regarding this problem. Right now I wish only to stop the inflammation and then I can address removing the hard lumps. I do not know how disfiguring this will be. If this product is very unpredictable, it has no place being used as an anti-aging filler. There are plenty of other options that will yield the same results without the risk. I opted for sculptra because of it's longer lasting results but if I had any idea it was so unpredictable, I would have continued using juvederm or another safe filler.